Manufacturer narrative:
The system was serviced in the field and the mvs power board fuses were non-operational. The fuses were replaced with spare fuses and the system then operated within specifications outlines in the advanced service manual. Codes b01, c02, c07, and d02 are applicable. Multiple annex a codes were applied to capture the event. A0703 captures the sparking, a070603 captures the ias unable to charge, and a070803 captures the mvs receiving no power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while attempting to send images to picture archiving and communication systems (pacs), the mobile viewing station (mvs) was receiving no power. When plugged in, the power cable had some sparks. The image acquisition system (ias) was not able to charge either. There was no patient involvement.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000464, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: correction made to product ID. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000514, serial lot: unknown. H2: correction made to annex g (img) component code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.